Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was kidney failure and multiple organ failure. The caller stated that the customer had multiple organ failure that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing as the pump had a malfunction. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis. This report was made for the alleged pump malfunction that led to discontinuation of pump therapy.